Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement was attempted in the heavily calcified left common femoral artery using three proglide devices via a 7f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures did not capture the artery with all three proglide devices, due to heavy calcification. The sutures of two new proglide devices were successfully pre-placed and used after the evar procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.